Manufacturer narrative:
Submit date: 10/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer did not state a specific issue on this back to stock unit. Upon triage (B)(6) 2016, the service tech found the unit had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.